Event description:
The pt reported intermittent operation of their implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery has not been scheduled but is planned. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.